Event description:
Same case as MFR report #: 2134265-2012-00350. It was reported that during a percutaneous coronary intervention procedure (pci), a catheter become stuck on the guide wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery( rca). A 185cm forte guide wire was inserted and crossed the lesion. The 1.5mm x 15mm apex balloon catheter was then selected and advanced over the guide wire for dilatation. After dilatation, the balloon catheter and guide wire became stuck together. The catheter and the guide wire were removed from the patient as a unit. The procedure was completed with another apex balloon catheter and a forte guide wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).